Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 53-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were not reported. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the impella began to have flow saturation due to thrombus ingestion. Left ventricular thrombus was discovered after insertion, and the device was removed due to ingestion. The patient survived to explant. Lv thrombus may have resulted from underlying cardiac dysfunction and critical illness during impella support.

Manufacturer narrative:
H6 medical device problem code a01 was inadvertently omitted on the initial manufacturer device report.